Manufacturer narrative:
The device was not returned to zoll; however, the device log files and trending data was returned for evaluation. Log analysis confirmed the ventilator was switched from v-a/c to s/t mode at 10:57:11 on (B)(6) 2026, after which frequent disconnect alarms were recorded. Review of the configuration indicated the ventilator remained set to circuit type e when the mode change occurred. Trending data showed waveform flattening consistent with a disconnect condition following the mode change. The customer was asked to test the ventilator in niv mode using a test lung. During testing, the ventilator cycled appropriately and delivered the set tidal volume when the test lung was manually triggered. The unit passed verification testing and was cleared to return to service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in non-invasive mode, the device was not cycling. The patient was moved to another device and there was no patient harm reported.